Event description:
It was reported that the system displayed a precharge error. This prevented the sys from completing boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the batteries. The sys operates as intended.